Manufacturer narrative:
The product and its packaging were returned and from the returned product evaluation it was determined that, carton exhibits damage / punctured and the cavities are cracked / stressed. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause for the reported issue is attributed to be transit damage /product damaged during shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only size g left, catalog # 00576401751, lot # 62762793. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 3007963827-2017-00294.

Event description:
It was reported that inner container of the box was broken. The box was noticed to be bent and creased and noticed that the containers inside were broken.